Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, multiple vt/vf episodes were noted. Some of the episodes were ended with atp, one episode required a high voltage shock. The shock was ineffective and the patient returned to sinus spontaneously before the next shock. Some program changes were recommended. The patient was in good condition.